Manufacturer narrative:
C2/d10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Malfunction of the device is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device found it was not performing effectively. A surgical procedure was performed during which the entire device was explanted and replaced. Upon explant, the physician identified a fluid leak from a small hole in the cylinder. There were no patient complications reported.